Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed the treated episode and found there was noise being oversensed which resulted in the patient receiving one inappropriate shock. Additionally, there were two stored untreated episodes with the same artifact. The device has always been programmed to alternate. Ts discussed troubleshooting options and to ask what the patient was doing as it could be electromagnetic interference (emi). Additional information suggests that the patient was seen in the office and the device was programmed to primary and troubleshooting was performed, and the noise could not be re-created. Ts discussed possible causes and recommended performing an x-ray. At this time, the system remains in service. No adverse patient effects were reported.